Manufacturer narrative:
The insulin pump was tested with a test p-cap and the test p-cap locked in place. Unit received with partially missing retainer. Unit received with partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated there was a crack on the reservoir compartment. The customer¿s blood glucose level was 89 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.